Event description:
It was reported that the patient was in a car accident. Capture and sensing anomalies were observed after the accident. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.